Event description:
Allegedly drill bit broke in surgery.

Manufacturer narrative:
The drill bit was sent back and visually inspected. The device history record was checked and showed no deviation from the specification. The characteristic of the damage is more related to an unproper handling of the drill bit by the surgeon.